Event description:
It was reported that the patient had two promus stents implanted on (B)(6) 2011. The patient returned to the hospital on (B)(6) 2012 and a repeat revacularization was performed. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that per the physician's review of the films, a target vessel revascularization was performed and no in-stent restenosis or stent edge restenosis of the promus stents was noted. Revascularization of the target vessel was performed via ballooning. There were no complications. The patient was discharged on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. The other promus device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Stenosis/restenosis is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.